Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Litigation papers allege: patient is a surgical recipient of a depuy pinnacle metal-on-metal total hip replacement system. Corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's body. Patient experienced severe pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and/or a slipping feeling in the hip joint and a sensation that implant could not support their weight. Update in addition to what was previously alleged, ppf alleges metallosis. Doi: (B)(6) 2006; dor: (B)(6) 2011; (left hip).